Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the cover screw does not screw inside the implant and was removed. Another implant has been placed.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: expiration date g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one 3i t3a® ex hex tapered implant 4 x 10mm (boet410) was returned for investigation. The associated cover screw was reported but not returned. Visual evaluation of the as returned product identified bone residue on the device (due to usage) and damaged internal drive feature. Functional testing was performed with an in-house mating device which could not screw into/assemble with the implant since the drive feature (internal threads) were damaged. Device history record (DHR) review for the lot (2020011904) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020011904) for similar events (complaint category keywords: does not assemble) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur for the implant and the reported event was confirmed. However, device malfunction could not be verified for the cover screw since it was not returned.